Event description:
Ptr has been diagnosed with erythema multiforme major-sjs-after exposure to cavicide surface disinfectant at work. Rptr has worked in an operating room for the past 15 years. The hosp changed to this disinfectant in 10/2005. Within a day of the first time rptr used the product to clean the or, they noticed itchy red skin lesions on both hands. Over the next two weeks the lesions became worse and traveled up arms and then also on legs which were very painful. Rptr reported it to employee health and was given steroid cream for contact dermatitis. The symptoms continued even after the chemical was removed from immediate work area. Rptr went to dermatologist who biopsied a spot which came back erythema multipforme major -sjs-. Rptr has had 2 more exposures with breakouts and add'l biopsies with same results to the cavicide that was being used in other adjacent units. Rptr has been given two rounds of oral steriods to treat the symptoms. They are currently on light duty doing paper work away from any clinical area until the hospital offical decides what to do about the cavicide.